Event description:
It was reported that the patient had 4 surgeries in order to successfully implant a pump. During the 4th surgery, the hcp realized the catheter was not "snapped" into the pump. Per the reporter: spinal fluid was pumped into the patient's abdomen and the pump was sitting in cerebrospinal fluid for 3 weeks. The patient experienced a change in therapy effect; the pump worked well for two months after that. See also MFR report #3004209178200903380.